Event description:
It was reported that the tunneling tool was too flexible causing breakage. Another tunneling tool was used. This reportedly occurred during a procedure. There were no patient symptoms associated with the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the event was ¿more a product enhancement suggestion¿ than a manufacturing defect. It was reported ¿the problem was that they would tunnel in one movement from the back to the abdomen¿ and that ¿this needed to curve the tunneling tool several times and as it was a tube, the tube could kink or even break inside.¿ it was noted the reporter instead preferred the use of ¿a metallic tunneling tool with a pipe outside more than a tube.¿